Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when removing the needle plunger and needles from the body of the device, there were no sutures attached to the links. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.